Event description:
It was reported to philips healthcare that the heartstart xl failed to power up on battery power only. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4).